Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. There are deviations between the cbct and io scan which can cause a fit issue. The order should have gone on hold for waiting for new pc. We have no information on how the customer manufactured the guide and the correctness of the manufacturing process.

Event description:
The simplant guide was not fitting properly. The implant was too close to the distal when placed. The doctor removed the implant and made a filling.